Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at the time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to low blood glucose levels, with a reading of 31 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. The reservoir volume was correct. Nothing further was reported.